Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: customer reported bumping the array and that they caught this issue prior to starting cuts on the femur. The surgeon started tibia first work flow saw the bumped array and they were not able to go back to register to start femur first instead. Surgeon reported that it is important to be able to go back and adjust the bone and what is selected. When was the issue observed: during surgery . Troubleshooting: the cylinder that allows the array to spin makes contact with the wing that turns as they tighten the clamp against the pins. Looks like a trapezoid. The little elbow levers on the cylinder that holds the array. Becomes a huge issue while trying to utilize a high torque saw it starts to cause the pin to move a little bit and the wing nut and then the array clicks. The array moves approximately 2mm of travel although it looks to only have 1mm of play. Due to this the surgeon determined that the distal and anterior cut would be acceptable. The posterior cut was going to be off and not within acceptable range. Slightly off at exit point for anterior cut. Internal rotation. Patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? No. Are patient treatments delayed or cancelled? No. Next day of surgery: unknown . All information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this complaint was not received for investigation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system could not be performed because the required lot code was not provided.

Event description:
Additional information received indicated that: surgery was completed after resecting the distal femur using ras then converted to manual. The case was successfully completed. The array checkpoint showed 3 mm. There was no visible change to the array clamp. The delay to the case was checking the checkpoint, array, and pins. Case delay was negligible, don¿t remember timing the event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.